Event description:
The hcp reported they were going to do a refill and prior to the refill decided to give the patient a single bolus. One of the staff had changed the reservoir volume prior to doing the refill and then decided to change it back to the original volume. It was noted that when the patient came in the volume was 2.6ml the hcp updated the pump and noticed the empty pump critical alarm occurred.. The refill was done, reservoir volume was updated, a bridge programmed and the alarm went away. The pump was used to deliver hydromorphone, clonidine, bupivacaine, and prialt (ziconotide).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).